Event description:
It was reported that the customer was hospitalized with high blood glucose levels due to a bent cannula. The caller stated that the customer had experienced this issue a few times. The caller only wanted basic information, and didn't have the insulin pump to conduct troubleshooting. Advised the caller to have the customer call back for troubleshooting at her convenience. Nothing further was reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.